Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a left tka due to end-stage osteoarthritis. Depuy cement x2 was used and the patella was resurfaced. No intra-operative complications were noted. On (B)(6) 2021: patient underwent a left tka revision due to tibial component loosening. The tibial component was found to be grossly loose. It was found to have debonding of the cement from the tibial and no adherence of the cement to the tibial component at all. A revision tibial tray was placed. There was no mention of the femoral component or patella being revised. Doi: (B)(6) 2016. Dor: (B)(6) 2021, left knee.